Event description:
A catheter revision was done on (B)(6) -2015 because the catheter was leaking and was not putting out enough medication.

Manufacturer narrative:
Concomitant product: serial # (B)(4), implanted: (B)(6) 2013, product type pump. (B)(4).

Event description:
Information was later received from a consumer regarding a patient receiving fentanyl, hydromorphone, bupivacaine and an unknown drug via an implantable infusion pump (dose and concentration was unknown). The indication for use was spinal pain and failed back surgery syndrome. The patient had to have 3 surgeries because of the withdrawal symptoms; a catheter revision was done in (B)(6) 2015.